Event description:
A report was received stating that the device was in use with the pt for five minutes, when it was discovered that the suction catheter was unable to pass through the tracheostomy tube. Tracheostomy tube was replaced. No adverse effects to pt reported.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device eval. When and if the device becomes available, and is returned and evaluated the manufacturer will file a f/u report detailing the results of the eval.